Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical record allege bard meridian filter was implanted in the infrarenal location for a patient due to bilateral pulmonary embolism. Approximately two years and nine months post filter deployment, the patient presented to the hospital with chest pain and computed tomography angio (cta) revealed there was occlusion of the left lower lobe pulmonary artery. Segmental pulmonary artery emboli were not excluded. At the site of occluded left lower lobe pulmonary artery there was soft tissue nodular lesion. Patient had acute pulmonary embolism and started on heparin. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately two years and nine months post filter deployment, the patient was diagnosed with pulmonary embolism post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.